Event description:
The customer reported via phone call that she experienced high blood glucose. The customer's blood glucose was 439 mg/dl. The customer expressed being very tired and exhausted as symptoms of her high blood glucose. The customer treated the high blood glucose with manual injections. While troubleshooting, it was found that the drive support cap appeared normal. The customer was advised to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.